Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a sensation snares was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the snare would not retract. Additionally, the complainant stated that "the loop would not cut." The procedure was able to be completed with this snare as they were able to manipulate the device in order to cut off the polyp. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
The complainant was unable to provide the upn or lot number. Therefore, the manufacture and expiration dates are unknown. However, it was confirmed that it was a sensation snare and the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.